Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for syringe was performed for the batch 1356122 (catalog 303060).

Event description:
It was reported that 100 of the bd luer-lok syringe's had foreign matter. The following was received by the initial reporter: dust and ants found in sealed pack of ls 1 ml

Event description:
It was reported that 100 of the bd luer-lok syringe's had foreign matter. The following was received by the initial reporter: dust and ants found in sealed pack of ls 1 ml.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.